Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device history review a manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. The investigation has been updated to reflect the correct information: investigation summary the product has not been returned to depuy synthes mitek, however videos were provided for review. The video investigation revealed that ideal suture shuttle 90 degrees tip was manipulated by health care provider until the tip detached from the shaft. The overall complaint was confirmed as the observed condition of the ideal suture shuttle 90 degrees would contribute to the complained device issue. A manufacturing investigation was performed; the device was identified from the photo provided. No cosmetic, functional or dimensional issues were observed or reported. The supplier performed an investigation with their engineering, production, qc and qa personnel. As per the IFU for instructions on the use of the devices, there is no possibility that axial force will be applied on the suture shuttle. In the precautions in the IFU says to not apply axial or bending forces to the needle shaft. The surgeon on the video demonstrates that extreme bending and axial force is deployed in the suture shuttle. In the description of this device, it is clearly stated that the suture shuttle is to be used only for passing suture through tissue. In the contradictions section also wars not to use on bone or other similar tissues. The instructions for use provide the right way of using the device. In all the instructions the device must be used with care and to follow the instructions. This device and the manufacturing processes have been validated and approved. As to risk analysis report, the bending of the device has little potential of injury. Tag has supplied more than 18000 of the devices in the past 3 years and this is the first complaint about this device of this nature that has been received. After reviewing all the above information, the description of the complaint and the information in the IFU, the investigation team has concluded there was a misuse of the device that caused this failure. Based on the investigation findings, a potential cause could be traced to miss use of the device, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: e3: reporter is a j&j sales representative. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported from china that during a shoulder repair procedure it was observed that the tip of the ideal suture shuttle 90 degrees device was easy to bend. It was reported that the same device from another lot was not easily bent. It was reported that another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.